Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was discarded by the facility. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a posterior cervical fusion procedure on (B)(6) 2017, four (4) screwdrivers became stripped during final tightening. The age of each of the screwdrivers is unknown. There was a ten (10) minute surgical delay. The procedure was completed successfully with a similar device. Concomitant devices reported: screws (part/lot number unknown, quantity unknown). This report is for one (1) stardrive screwdriver shaft t15/self-retaining qc. This is report 4 of 4 for complaint com-(B)(4).